Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the customer observed a loose wire on the 8mm harmonic ace instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing part fell out of the instrument outside of the patient. There were no pieces/fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument associated with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found with teflon pad damage. The teflon pad was moving freely in its clamp arm slot with thermal damage at the base of the pad. Melted char marks were observed. Any material missing is likely to be thermal induced rather than mechanically induced. The root cause is typically attributed to mishandling/misuse. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. A review of the site's complaint history does not reveal any additional complaints related to this product and/or this event. Per system log review, the harmonic ace (part # 480275-08 lot # l90210919-0043) on (B)(6) 2022 during a procedure on system sk0057. This is a single use instrument. No image or procedure video was provided for review. This event is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.